Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years nine months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with 5 mm stent graft migration and proximal endoleak two weeks after being seen for routine follow-up. The aortic neck measured 34 mm in diameter and 8 mm in length. The physician stated that a renal stent was implanted at the time of initial implant which he believes caused separation of the suprarenal struts and the fabric portion of the talent stent graft. Two of the suprarenal struts were still attached to the migrated stent graft and the remaining struts were at the level of the renal artery. Two endurant aortic cuffs were implanted and a snorkel was performed intentionally covering the left lowest renal artery. The renal artery was extended with an icast stent. There was still a slight proximal type I endoleak. The following day, a CT was done and the endoleak had not resolved. Two days later the renal arteries were bypassed followed by implant of a talent thoracic stent graft up to the celiac artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation), unapproved use of device (stent graft implant in short aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation), operational context contributed to event (stent graft implant in short aortic neck).